Event description:
Device 2 of 2. Ref. MFR. Report: 1627487-2014-26478. It was reported the pt is not receiving effective stimulation. The pt states she has lost over 50% of her coverage and is experiencing impedance issues. In addition, the pt is also experiencing soreness at the ipg site and states the ipg placed in an uncomfortable spot. A CT scan has been ordered and surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.